Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 423 mg/dl. Customer stated that he was sitting and watching tv. Customer stated that maybe one of the buttons was pressed and that may have set it off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.